Event description:
It was reported that patients implantable pulse generator (ipg) site was dehiscing. The patient underwent a spinal cord stimulator (scs) explant procedure were in all devices were explanted. The explanted device will not be removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7155355, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7155402, UDI: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) site was dehiscing. The patient underwent a spinal cord stimulator (scs) explant procedure were in all devices were explanted. The explanted device will not be removed. Additional information was received that patient was doing well post operatively.